Manufacturer narrative:
The customer complaint indicates that the product was used for feeding purposes. In relation to the feeding reference, the salem sump tube is designed for gastric drainage as indicated in our declaration of conformity and on our labeling (pvc gastroduodenal tube). In this instance the product has been used off label. Additionally, the hospital indicated that the patient had a serious complication after the patient had a kangaroo feeding tube for 14 days. The patient died and after suction it appeared that the tube had perforated through the stomach wall. As a result, the patient had peritonitis. Prior to this the patient had a whipple operation in 2012 and ischemia from the stomach wall. According to the doctor the patient had a different anatomy of the stomach. The reason that the patient had to go into the hospital was due to cardiogenic shock. It would also appear from the additional information that there were severe patient complications prior to the insertion of the tube which may have contributed to the patient death. The goal of the whipple procedure (also known as a pancreaticoduodenectomy) is to remove cancer in the head of the pancreas or bile ducts. In the procedure, the surgical oncologist will remove the cancerous tissue, remove portions of the pancreas, bile duct, small intestine and stomach, and perform immediate reconstruction.

Event description:
There was no product lot number identified in the complaint report and therefore we were unable to complete a device history review. There was no sample being returned for this complaint, but photos were supplied with the complaint indicating the reported condition. Based on trending and the above details, no further action is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
Submit date: september 11, 2014. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue when using a feeding tube. The customer states that the patient had a serious complication after the patient had a salem feeding tube for 14 days. The patient died and after suction it appeared that the tube had perforated through the stomach wall. As a result, the patient had peritonitis. Prior to this incident, the patient had peritonitis. Prior to this incident, the patient had a wippel operation in 2012 and ischemia from the stomach wall. According to the doctor the patient had a different anatomy of the stomach. The reason that the patient had to go into the hospital was due to cardiac genic shock. The incident occurred in (B)(6) 2014.